Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set leaked. The issue was identified during patient infusion with rituxan. Twelve minutes into the infusion, there was a puddle of blood and clear liquid on the floor. The port appeared crushed and the rubber part was popping out. The pressure in the line was pulling blood from the port and mixing with the drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to h6: type of investigation: replace b01 with b15. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which observed the second y-site clearlink was crushed. The reported condition was verified. The cause of the condition was due to incorrectly placing the set in the pouch prior to packaging, leaving parts of the set outside the pouch and exposed to the packaging machines¿ blades during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.